Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. The insulin pump had unable to prime at 4.0 lbs during prime test and motor error alarm during occlusion test due to faulty force sensor resistor. The insulin pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin squirted out during manual prime process. The customer's blood glucose was 10.5 mmol/l at the time of incident. The customer stated that the piston continued to move forward after reservoir contact. The insulin pump will be returned for analysis.